Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and identified external damage to the touch screen. The technician replaced the touch screen and subsequent functional verification testing was completed without further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive during setup. There was no patient involvement.